Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a sound was heard and a smoke came out from the programmer. A boston scientific company representative sent the programmer for repair. The programmer remains in service. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. The programmer did not boot up. The issue was caused by electrical overstress (eos). The programmer was repaired. All the programmer functions were tested without any further trouble.